Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trailblazer catheter was being used for the treatment of a 100mm calcified plaque lesion with 50% stenosis in the distal region of the right anterior tibial artery (at) and pedal artery. The artery diameter was 2-3mm with severe calcification and mild tortuosity. A 0.014 non-medtronic (mongo) guidewire was used. The guidewire was hydrated at preparation. The vessel was not pre or post dilated. The IFU was followed. It was reported when the physician attempting to advance the wire and the catheter through pedal/at access the catheter locked up on the wire. Device was not advanced over bifurcation, was from pedal access. The physician tried to remove the catheter and the catheter stretched and separated. Detached device removed in tandem. The wire and catheter were removed as a unit. Another catheter and wire were advanced. No patient injury reported for this event

Manufacturer narrative:
Product analysis: device was returned with a guidewire loaded in the catheter. Size on strain relief: 0.014 in x 150cm. Kink was observed on the guidewire. 37cm between the two sections of the catheter. Kink was observed on the end of the guidewire. The distal catheter shaft with the radiopaque markers was detached and attached to the guidewire. Stretching at the distal break point. Significant stretching of the catheter. The proximal end of the detached catheter. The break occurred at approx. 150cm from the hub of the device. The proximal section of the break point. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.